Manufacturer narrative:
Capital equipment, evaluated at customer site. The field service engineer (fse) reported the reservoir was at high level after 42 cycles. The main valve, disinfectant pump valve and the air valve were replaced recently. The fse replaced the drain valve and the channel valve. The fse checked the system for leaks and performed an empty basin cycle. The fse also replaced the disinfectant reservoir valve and spray tower valve. The fse checked the system for leaks and performed an empty basin cycle. The system performed to specifications.

Event description:
The customer alleged cidex leaked all over the floor. There was a big puddle underneath the unit. The customer stated that there were no injuries involved. An asp field service engineer (fse) went to the facility to assess the unit.